Event description:
This spontaneous case report was received from a female consumer of unspecified age via regulatory authority (case# mw5032944) in united states on 13-jan-2014 referring to herself. The consumer had essure (fallopian tube occlusion insert) inserted and experienced rashes, intense swelling in the abdomen area, pain, heavy menstrual bleeding with horrific pain, feel coils spring up and its like a shock going through my waist, lots of leg pain, sometimes cant even walk, pain starts by my ovaries and shoots down to my thighs and legs and fevers at least 3 to 6 times a month during period. No information given on consumer's history, past drugs, concomitant drugs and concurrent conditions. On (B)(6) 2012 ,the consumer had essure (fallopian tube occlusion insert) placed. Lot number was not reported. The consumer stated that since essure insertion she started to experience rashes, intense swelling in the abdomen area with a lot of pain, heavy menstrual bleeding with horrific pain, feel coils spring up and its like a shock going through her waist and, lots of leg pain and, sometimes can't even walk, pain starts by her ovaries and shoots down to thighs and legs and fevers at least 3 to 6 times a month during her period. She was hospitalized due to events. It was not informed if essure was removed after events. Consumer's outcome was not provided. No assessment was given. Follow up information received on 11-feb-2014: consumer questionnaire received. Patient's information updated. Reporter and event added. She is (B)(6). She has no previous gynecological problems or procedures, or any other relevant medical history or concurrent conditions. Weight and height added. Essure was not inserted, a pregnancy on (B)(6) 2011 (previous reported as (b)(46 2012). In (B)(6) 2011, after 92 days of essure placement, a hysterosalpingogram was performed and showed total occlusion of both tubes. Her symptoms began on (B)(6) 2011, 7 months after essure was placed. She did not go to see a doctor concerning these symptoms as she has no medical coverage. On (B)(6) 2014, a marble sized tumor above right ovary was diagnosed by ultrasound. Essure device has not been removed. She believes that essure caused or contribute to the issues because she was fine before it was placed. Follow-up received on 24-feb-2014: no response to follow-up attempts was received. Follow-up information received on 22-apr-2014 - ptc investigation result: ptc global number: (B)(4). Medical assessment: the medical events reported are not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded unconfirmed quality defect. Based on the information available, there is no reason to suspect a quality defect final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Follow-up received on 22-feb-2016: information received from consumer via regulatory authority (case # mw5059749) states that consumer got essure placed in 2013. According to her, she has experienced the worst menstrual cycles, pelvic inflammatory disease, sciatica, constant bloat, and fatigue. Also, from time to time, she experienced uncontrollable muscle spasms and states that when she gets her menstrual cycle, she gets fevers, muscle aches, and doubled the pain from her sciatic and pelvic pain. She feels like the coils are tearing at her fallopian tubes and informs that she was never warned of some of these side effects. Her sciatica gets so bad it numbs her legs and it made it hard to move. Little by little her symptoms are getting worse. She cannot sleep because, every time she changes positions, it feels like something is tearing at her tubes and she gets horrible piriformis muscle pain. She also reported that she is a mother to 4 children and she can nearly function at times. As concomitant medication consumer reported naproxen and herbal teas. In addition, the seriousness criteria disability/permanent damage and other serious (important medical event) were reported; however it was not specified for which event. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced rashes, intense swelling and pain in the abdomen area, heavy menstrual bleeding, feel coils spring up and its like a shock going through her waist, pelvic inflammatory disease, fevers at least 3 to 6 times a month during period, and marble sized tumor above right ovary. Only fevers and ovarian tumor are unlisted in the reference safety information for essure. This case was reported with limited information. However, considering the nature of the reported rash, abdominal swelling, pains and heavy menstrual bleeding and based on essure safety profile; causality with the suspect insert cannot be excluded.as the temporal relationship between pelvic inflammatory disease/fevers and essure procedure was not provided; causality with the suspect insert cannot be assessed. The reported ovarian tumor was considered unrelated to essure, since the device has a local action into the fallopian tubes. This case was considered an incident, as consumer stated she was hospitalized. Based on the information available, there is no reason to suspect a quality defect. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.